Event description:
The customer reported that the companion 2 driver exhibited frequent "right incorrect pressure" alarms while supporting a patient. There was no patient impact. This alleged failure mode poses a low risk to the patient because it does not prevent the companion 2 driver from performing its life-sustaining functions. The customer reported that the pt is still being supported by this driver. An investigation will be conducted by syncardia. The results of the investigation will be provided in a supplemental MDR.